Manufacturer narrative:
Device not available for evaluation as product discarded.

Event description:
During a laparoscopic cholecystectomy procedure, the seal leaked and separated. The surgeon applied another device without patient injury.